Event description:
It was reported that in the intensive care unit, the triple lumen catheter was inserted in the right subclavian on (B)(6) 2011, uneventful. The catheter was used for 5 days with no problems until a leak was noted from the catheter lumens. They thought the leak was from the insertion site, but after removing the dressing, found it from the white proximal and the blue medial lumens. The infusions were stopped and these lumens were taped and not used. The central line remained insitu until (B)(6) 2011 when it was removed without difficulty. The catheter was to remain in the pt for 6 months, but was removed and replaced with a peripherally inserted central catheter (PICC) successfully. There were no pt complications and the pt outcome was ok.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.